Event description:
It was reported that during a cataract procedure, the lens haptic broke. The incision was enlarged and the lens was removed. Another iol of the same model was successfully implanted. According to the surgeon, the pt's current prognosis is good.

Manufacturer narrative:
The lens has not been returned to b&l for eval to date. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.